Event description:
It was reported while transporting a patient down stairs, the piston on the track assembly broke away from the chair resulting in unintended movement of the track assembly and the attending medics had to suddenly catch the chair to control its movement. There were no injuries to the patient; however, both medics alleged muscle strain to their back and one medic also alleged shoulder strain. Neither medic sought medical intervention but rather required rest folowing the incident. The end user advised they have reported this incident on a medsun report. The customer provided images of the chair and the alleged issue was able to be confirmed. Replacement parts were provided to the end user as they are an authorized field technician. The end user confirmed the chair has been repaired and returned to service. The replaced gas spring has been returned to the manufacturer for further analysis.